Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display is dim/faded and discolored, and difficult to read. A test display was inserted and the contrast returned to normal with no visible signs of fading or discoloration. Unrelated to the complaint, the bolus button was found to be intermittently unresponsive. The bolus cover was removed and the contact was found to be misaligned.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a faded/dim display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.